Manufacturer narrative:
Failure analysis: vela main pcba pn: (B)(4), sn:(B)(4) was received into the carefusion failure analysis lab for investigation. The main pcba was installed into a known good vela test vent pn: (B)(4), sn:(B)(4) and was powered-up into service mode and the unit displayed a ¿vent inop¿ alarm on the alarm banner on the screen. The failure analysis lab technician entered the event error log and noticed that there were multiple post dac or adc errors along with 24v power supply voltage too low entries in the log. The failure analysis lab technician determined that resistor r608 was the most likely cause of the main pcba¿s failure. The failure analysis lab technician removed r608 resistor and installed a new resistor and re installed main pcba into the unit and powered it on with no anomalies noted. Findings/root-cause: reported problem was duplicated and isolated to 100k resistor r608 pn: (B)(4) on the main pcba.

Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device¿s main pcba was malfunctioning. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for evaluation. As of september 10, 2015 the alleged faulty main pcba has not been received.

Event description:
The distributor in japan reported that while in use on a patient the device went inoperative and alarmed "motor fault" and "vent inop." The patient was removed from the device and placed on another device. There was no report of harm to the patient.